Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that suture placement with two proglide devices was achieved in the right common femoral artery using the preclose technique via a 4f micro puncture sheath then upsizing to a 5f then a 6f sheath prior to an endovascular aneurysm repair (evar) procedure. The sheath was then upsized to a 12f and 18f and the evar procedure was completed. Reportedly, after the evar procedure was completed, when advancing the knot of one of the proglide sutures, the suture with knot intact came out of the arteriotomy. The physician stated that the artery was not viable and that the suture had probably not capture the artery. The physician decided to remove the pre-placed suture of the second proglide from the arteriotomy, although the suture had been placed without incident. Hemostasis was achieved using a surgical suture. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be in-training in the use of the proglide device and the preclose technique. No additional information was provided.